Manufacturer narrative:
Section e3: occupation is patient/consumer the test strip lot number is 85848923 with an expiration date of 31-oct-2026. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable inr results from a coaguchek xs meter. The alleged meter results were 5.4 inr, 4.0 inr, and 5.2 inr. The results were obtained within 1 hour of each other. The patient¿s therapeutic range is 2.5 inr to 3.5 inr.